Event description:
It was reported that the handpiece was running while it was not engaged. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician found damage to an electrical component within the motor cartridge. Several components were replaced; preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.